Event description:
A female pt reported experiencing severe pain & light sensitivity, left eye, after a full day of wear of a focus dailies toric all day comfort contact lens one evening in aug 2008. The following day she went to an ophthalmologist who diagnosed a corneal ulcer and was prescribed an ointment and oral antibiotic treatment. The patient continued to experienced light sensitivity, and reduced vision for about 5 days, and then resumed contact lens wear about one week after the event. At her annual routine eye check-up in 2009, the pt displayed no abnormality, and no new scar on either eye. Her visual acuity was 0.8 (20/25) in both eyes, and this was the same as at her previous routine control appointment the year before. Request has been made for additional info, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infections corneal ulcer." H6: the device history records & sterility records have been reviewed by manufacturing, and found to be in compliance.